Event description:
My daughter had tri-med screws put in both her wrist in 2013 due to bones being shortened. My daughter had to have tri-med cortical blue screws removed out of right wrist in (B)(6) 2014 due to loosening and backing out. The screw stripped while in surgery. My daughter has same screws in left wrist and they have backed all the way out and she will be having to have surgery (B)(6) 2016 to have them removed.